Event description:
The pt reported sharp pain at the lead site starting about two months ago. The pain has increased to feeling like a "knife stab." The pt reported their left side has become "numb and tingling." Add'l info has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.